Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided. Device evaluated by MFR.: synergy ous mr 3.50 x 48 mm stent delivery system was returned for analysis. The stent was not returned for analysis as the reported complaint stated that the stent was deployed. The balloon was reviewed, and it is evident that the balloon was subjected to positive pressure. The distal balloon cones are in a bunched state. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the hypotube and lasercut region. A visual examination of the outer and inner lumen and mid-shaft section found evidence of stretching and a polymer shaft break 1180mm distal to the distal end of the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 3.50 x 48 synergy drug-eluting stent was selected for use. The stent was deployed but the delivery system got trapped at the unspecified guide catheter tip and it snapped. No known patient complications were reported.

Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that shaft break occurred. A 3.50 x 48 synergy drug-eluting stent was selected for use. The stent was deployed but the delivery system got trapped at the unspecified guide catheter tip and it snapped. No known patient complications were reported.